Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate therapy. Noise was not reproducible in clinic. Hv lead impedance issue was also noted. Patient is not pacemaker dependent. It was noted that shock was delivered when device detected undersensing. Lead dislodgement was noted. Lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient.